Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of signal, which resulted in the delivery of inappropriate shocks and anti-tachycardia pacing (atp) therapy. Programming changes were suggested. No intervention was reported. The patient condition was unknown.